Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had cardiosave fibre optic issue. There was no harm or injury reported as there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation, component code), h11 a getinge field service engineer (fse) replaced the fiber optic sensor module and fiber optic cable. Fse can confirm that the replacement fiber optic module and the fiber optic cable did not fix the fault. The device still displays fos sensor signal error. Replaced the backplane board as per factory recommendations. Updated software on back plane board to d.01. Calibrated device. Noted incorrect position of the fiber optic input connector. Corrected fitting to match OEM spec. All testing methods have been crosschecked, and the service manual has been adhered to. All manifolds test, fiber optic test, leak check were passed. Visual and functional check were passed.